Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the patient received multiple shocks the t-waves became more pronounced and were oversensed. It was indicated that the right ventricular (rv) lead t-wave oversensing (twos) delayed additional therapies. Follow-up indicated the patient received inappropriate shocks. The rv lead remains in use. No further patient complications have been reported as a result of this event.